Event description:
It was reported that the patient went to the ER due to shocks and that evaluation indicated that t wave oversensing had lead to the inappropriate shocks. It was further reported that a patient alert had triggered for right ventricular impedance of 1007 ohms. It was later reported that the lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient went to the ER due to shocks and that evaluation indicated that t wave oversensing had lead to the inappropriate shocks. It was further reported that a patient alert had triggered for right ventricular impedance of 1007 ohms. The device and lead remains in use. No further patient complications have been reported as a result of this event.